Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that during a surgery, she observed that the one-shot-device did not performed as usual. After this, they tried a new one-shot-device and it worked as usual. It was observed that the device had a small crack.